Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an ra lead revision was performed due to increase in threshold and decrease in p-waves. The lead was capped and replaced. The patient was in stable condition before during and after the procedure.